Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 38 mg/dl while wearing the pod longer than 48 hours. It was stated that the patient was sleepy and non responsive. The patient was treated with glucose and medication but doe not remember what was given. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.